Manufacturer narrative:
Updated manufacturer's investigation conclusion: there were incidental findings of fluid ingress; pins 1 (redundant v+) and 4 (redundant v-) of the black power cable connector and pin 4 (redundant v-) of the white power cable connector were missing; controller fault alarm due to a backup battery test circuit fault; broken black power cable strain relief on the connector side of the cable; broken motor voltage out wire in the black power cable; early conductor breakdown and minor current leakage on multiple wires the reported event of "the outer layer of the cable close to the white nut" being broken was confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the strain relief on the connector side of the white power cable was broken. Additionally, the white power cable was torn approximately 4¿ from the end of the power cable connector. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The power cable damage did not affect the controller's ability to operate a test pump at the set speed. The log file downloaded from the returned controller contained approximately 8 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected on (B)(6) 2021 at 12:03:29 and both power cables were disconnected at 12:04:03 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on (B)(6) 2015. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU). Both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of "the outer layer of the cable close to the white nut" being broken was not confirmed. The system controller was not returned for evaluation and no photos were submitted for review. It was reported that the controller was disposed of. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the outer layer of the cable close to the white nut is broken. The controller was exchanged.